Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with a blank display due to faulty lcd driver. The insulin pump was received with cracked battery tube threads, reservoir tube lip, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call a blank display. Blood glucose at the time of incident was unknown. The customer states the blank display occurred after inserting a new battery. The customer did not provide any information regarding what led to the event. Troubleshooting was not performed. The device will be returned for analysis.